Manufacturer narrative:
The customer¿s experience with a volume discrepancy where 35ml of residual volume remained in the IV bag at the completion of an infusion was not confirmed. It should be noted that 35 mls left over from a 1000 ml bag would represent a 3.5% error which would be within the +/- 5% specification of the device. Testing performed on the source lvp found the device operating in specification. The risk assessment associated with having residual volume when it is expected to have emptied the bag during an infusion noted several conditions that can lead to experiencing residual volumes. These can be backpressure in the line, wetted filter vents when venting is needed, incorrect disposable set insertion or incorrect container volume estimation. None of these possible causes were investigated since it is not possible to know which if any of these conditions existed at the time of the customer¿s event. Note: the administration set was not returned for this investigation. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4).

Event description:
The customer reported that during testing in the research department, a volume discrepancy was observed with three pump modules. The rate was programmed as 500 ml/hr with 1,000 ml vtbi. One test had 35 ml volume remaining in the bag. The biomed does not know if the user took the over fill of the prefilled 1 liter bag into account during the research department's testing, and the administration set or model number was not provided. Biomed also tested the devices, and after determining the exact amount of volume for the bag, found them to be within 5% specification. The research department requested a cad investigation of the devices. No patient involvement was reported.